Event description:
Customer reported that a male patient who had been implanted with an exeter stem (44 no. 1) approximately 15 years ago, fell onto his hip and fractured the stem at the level of the introducer hole. The patient was revised.

Manufacturer narrative:
Update to: date of birth, implant date, explant date, and event date. Reported event an event regarding crack/fracture involving a exeter stem was reported. X-rays provided confirm fracture on exeter stem. Method & results: device evaluation and results: visual inspection indicated that the stem was returned fractured through the prehension hole. The proximal portion of the stem remained inside the head. Damage consistent with contact against a hard object was observed on the surfaces of the stem. The fracture surface associated with the proximal portion of the stem was utilized to determine directionality of fracture. Fatigue striations were observed, which suggests the stem fractured in fatigue. A dimple fracture morphology was observed in the region of approximate final fracture which suggests that the final fracture occurred in overload. Damage consistent with contact against a hard object was observed on the prehension hole near the approximate fracture origin. Clinician review: a review of the provided medical records and/or x-rays by a clinical consultant indicated: x-rays provided shows stem and acetabular components are unchanged and well-fixed. A displaced fracture at the base of the prosthetic neck is noted. With a well-fixed stem, cyclic loading at the base of the exposed neck, particularly if the hip were stiff in a large, male patient, would result in inevitable fatigue fracture at that site. Additional information needed; primary and revision operative reports, clinical and past medical history and additional serial dated x-rays. Device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusion: stem fractured in fatigue and the final fracture occurred in overload. Elemental analysis showed the head and stem are consistent with an astm f1586 alloy. Based on the given information, no identifiable materials or manufacturing discrepancies were observed on the surfaces examined. The exact cause of the event could not be determined because insufficient information was provided. Additional information including operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
Customer reported that a male patient who had been implanted with an exeter stem (44 no. 1) approximately 15 years ago, fell onto his hip and fractured the stem at the level of the introducer hole. The patient was revised.